Event description:
Caller states the patient tested 6.4 inr on the coaguchek xs system while a comparison lab returned as 11.2 inr. The patient's coumadin dose was held for 3 days based on the reported results. The patient received an injection of vitamin k based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.